Event description:
It was reported that the air/delivery drape system could not be positioned to stay in place. It was reported that the system drifts out of position into the field of vision when used with the stretcher. It was reported that it appears the two head end ports are a larger diameter than the eye surgery stretcher manufactured in 2006. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.

Manufacturer narrative:
Investigation underway. A f/u report will be submitted upon receipt of any add'l info.